Manufacturer narrative:
Corrected data: an event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: device evaluation and results: the reported fractured component was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. No adverse consequences to the patient were reported. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed that there are no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopedics. If the device becomes available, this investigation will be reopened.

Event description:
The surgeon reported that when he was inserting the im plug during an exeter titanium case, the size 12 plug broke into 2 pieces. The surgeon was able to retrieve both pieces and used a larger size im plug to complete the case. There were no delays to surgery or adverse consequences as a result of the reported event.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that when he was inserting the im plug during an exeter tritanium case, the size 12 plug broke into 2 pieces. The surgeon was able to retrieve both pieces and used a larger size im plug to complete the case. There were no delays to surgery or adverse consequences as a result of the reported event.